Event description:
The customer reported that the system will not boot-up. Also nothing displays on the monitor.

Manufacturer narrative:
The ge service rep was unable to duplicate the reported issue. He reseated the connections. The system is operating as intended.